Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Healthcare professional reported patient with anaplastic large-cell lymphoma (alcl) on left side. Histocytological markers indicated cd30+ and alk-. The device was explanted.

Manufacturer narrative:
Continued h.6. [Health effect]: f2201.

Event description:
Healthcare professional reported patient with anaplastic large-cell lymphoma (alcl) on left side. Histocytological markers indicated cd30+ and alk-. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Healthcare professional reported patient with anaplastic large-cell lymphoma (alcl) on left side. Histocytological markers indicated cd30+ and alk-. The device was explanted.